Event description:
It is reported that during final trial reduction, the articular provisional was inserted and removed. During removal, it appeared that the trial broke in half.

Manufacturer narrative:
Evaluation summary: the insert has multiple nicks and gouges on the inferior side. The trial fractured along the spine of the device, curving slightly to the left near the anterior side. In general, these damages can be attributed to the normal wear and tear of the device over the approximate 7 years it was used. However, without additional info, the exact cause of the fracture cannot be conclusively determined at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification.